Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause foreign material in the nozzle and foreign material on the objective lens could not be established and for the blurry image the most probable cause is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a blurry image, foreign material in the nozzle and foreign material on the objective lens. There was no patient involvement.